Event description:
The pt reported his insulin infusion device stopped giving the 09 end of life error message. He stated he did not "recall receiving any of the "8" codes normally expected a 2, 4, 6, and 8 weeks in advance of this." The pt is currently on injection therapy. The pt did not report blood glucose concerns or other physiological effects related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.